Event description:
It was reported that, "the surgeon tapped this 200mm curved trial into the patient's femur and couldn't get it out. It was stuck fast, surgeon had reamed to 11mm. The femur had to be split in order to get the trial out. It took over 35 minutes of surgery time. The patient's femur had to be cabled to repair the split. We need an extractor to remove these trial stems."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.